Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and damage to usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No cable and adapter was returned for this complaint. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc device was not holding a charge. The customer became hypoglycemic with sweating, fatigue, and hot flushes, and "might have lost consciousness", but was able to self-treat with glucose tablets and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc device was not holding a charge. The customer became hypoglycemic with sweating, fatigue, and hot flushes, and "might have lost consciousness", but was able to self-treat with glucose tablets and juice. There was no report of death or permanent injury associated with this event.